Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise at implant. It was further reported that the icm detected false pause episodes due to the device being turned on prior to implant. The icm remains in use. No patient complications have been reported as a result of this event.